Manufacturer narrative:
The field service engineer (fse) investigated report that the yellow `x-ray on' light was lit on the infimed i5 without an exposure being commanded. The customer did not believe that it was actually making x-ray but wanted service to come and check it out. The fse investigated and was unable to duplicate problem. The fse reseated all connections and verified proper operation using service checklist (B)(4) and returned unit to full service.

Event description:
The yellow x-ray on light was lit on the infimed i5 without an exposure being commanded. No reported injury.